Event description:
A user facility returned the olympus asset evis exera ii duodenovideoscope to the olympus service center. Upon inspection and testing of the returned device, foreign material was found on the distal end. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the findings reported in the event, the following faults were identified: grip is shaved/suction cylinder discolored/dent in switch box/arm corroded/wrinkles and buckles in connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer noted the following: there was no malfunction of the reprocessing accessory, there was no delay in pre-cleaning, there was no delay in manual cleaning, it's unknown if the surface wiped during pre-cleaning, the surface was wiped/brushed during manual cleaning. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to mishandling of the device. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.